Manufacturer narrative:
Sample inspection: the inspection process performed on received pump module s/n (B)(6) observed the right (male) iui had corrosion and the rear case was identified as a third party part. Log analysis results: since no date and time of the event was reported, a review of the pcu event log in order to locate the reported infusion rate of 2.7 ml/h was performed. It shows there were a total of three programmings at this rate following a pcu power on of 18 january 2021 at 9:24:18 pm all occurring on the same date. Two of the programmings were on the reported source pump module s/n (B)(6) and one programming was on another pump module s/n (B)(6). The first (remote IV) programming was on the reported source pump module at 9:53:54 pm for a primary infusion for drug ID= 275 (identified as insulin - .standard dose/non-weight based dosing, dose= 2.7 unit/h) at a vtbi of 100 ml for an expected approximate duration of a 37 hour infusion. The primary volume infused was listed as 0 ml. There were multiple air in line alarms that occurred; however the infusions were immediately restarted until the pump module was both channeled off and the unit being removed one hour later starting at 10:53:55 pm. The total volume infused was listed as 2.483 ml. The second (manual) programming was on the other pump module that was added onto the pcu starting at 10:54:51 pm for a primary infusion for guardrails drug ID= 275 (insulin - .standard dose/non-weight based dosing, dose= 2.7 unit/h) at a vtbi of 100 ml for an expected approximate duration of a 37 hour infusion. The primary volume infused was listed as 0 ml. There was activity of the pump module being paused, channeled off, flow stop being opened for two seconds, and infusion restored until the pump module was both channeled off and the unit being removed approximately 30 minutes later starting at 11:25:59 pm. The total volume infused was listed as 0.078 ml. The third (manual) programming was on the reported source pump module that was added onto the pcu starting at 11:28:03 pm for a restored infusion at a vtbi of 97.517 ml for an expected approximate duration of a 36 hour infusion. The primary volume infused was listed as 2.483 ml. Approximately two minutes later, the channel off key was pressed. The primary volume infused was listed as 2.563 ml for a total volume infused calculated as 0.08 ml. Further review of the log noted the pcu was powered off the following day and there were no further infusions noted. Test results: timed rate accuracy test was performed on the pump module sn (B)(6). The device was found to be delivering IV fluids within specification. Sear functionality testing was performed using the returned system and ten (10) new administration sets. The results indicate the sear engaged the safety clamp when the door was opened on all ten (10) test trials. Test methods: 1503-001-029-r (alaris system over infusion test method) 1503-001-006-r (timed rate accuracy). Device history review: a review of the pump module device history record showed the device had a manufacture date of 03/26/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause of the customer¿s report that a pump was programmed for 2.7 ml/hr but the bag was empty within an hour and patient received 100 ml was not identified. The actual infusion bag volume could not be determined from the event logs. No issues were observed with the received pump module during inspection and testing process. The customer¿s report that a pump was programmed for 2.7 ml/hr but the bag was empty within an hour and patient received 100 ml could not be confirmed or replicated during this investigation. ¿ since no date and time of the event was reported, a review of the pcu event log in order to locate the reported infusion rate of 2.7 ml/h was performed. It shows there were a total of three programmings at this rate following a pcu power on of 18 january 2021 at 9:24:18 pm all occurring on the same date. Two of the programmings were on the reported source pump module s/n (B)(6) and one programming was on another pump module s/n (B)(6). O the first (remote IV) programming was on the reported source pump module at 9:53:54 pm for a primary infusion for drug ID= 275 (identified as insulin - .standard dose/non-weight based dosing, dose= 2.7 unit/h) at a vtbi of 100 ml for an expected approximate duration of a 37 hour infusion. The primary volume infused was listed as 0 ml. There were multiple air in line alarms that occurred however the infusions were immediately restarted until the pump module was both channeled off and the unit being removed one hour later starting at 10:53:55 pm. The total volume infused was listed as 2.483 ml. O the second (manual) programming was on the other pump module that was added onto the pcu starting at 10:54:51 pm for a primary infusion for guardrails drug ID= 275 (insulin - .standard dose/non-weight based dosing, dose= 2.7 unit/h) at a vtbi of 100 ml for an expected approximate duration of a 37 hour infusion. The primary volume infused was listed as 0 ml. There was activity of the pump module being paused, channeled off, flow stop being opened for two seconds, and infusion restored until the pump module was both channeled off and the unit being removed approximately 30 minutes later starting at 11:25:59 pm. The total volume infused was listed as 0.078 ml. O the third (manual) programming was on the reported source pump module that was added onto the pcu starting at 11:28:03 pm for a restored infusion at a vtbi of 97.517 ml for an expected approximate duration of a 36 hour infusion. The primary volume infused was listed as 2.483 ml. Approximately two minutes later, the channel off key was pressed. The primary volume infused was listed as 2.563 ml for a total volume infused calculated as 0.08 ml. O further review of the log noted the pcu was powered off the following day and there were no further infusions noted. ¿ the actual infusion bag volume could not be determined from the event logs. ¿ the inspection and testing process performed on the pump module found no existing malfunctions that could contribute to the reported issue. ¿ the device was being used for treatment. ¿ note: the pumping mechanism was disassembled during the internal inspection. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot, or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection, and install of new one-time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer.

Event description:
It was reported a pump programmed for 2.7/hr but the bag was empty within a hour and patient received 100ml. There is no patient information.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided.

Event description:
It was reported a pump programmed for 2.7/hr but the bag was empty within a hour and patient received 100ml.